Event description:
Information received by medtronic indicated that the insulin pump had detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer was able to clear the alarm and rewind the insulin pump. 0.2-unit fill cannula into air was successful and recorded in daily history. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Software version = 4.11d retainer ring = black customer returned pump for alleged pump error 130 found on (B)(6) 2022. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Successfully downloaded history files and traces using thus. Pump error 130 was found in the pump's downloaded history on 03/23/2022 at 09:15:11.000. Pump did not alarm pump error 130 during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Insulin pump passed all testing and no anomalies were found. Pump error 130 was not confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with the incorrect aware date in g4. The correct date is 17-oct-2022.